Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing resulting in inappropriate atrial tachy response (atr) episodes. Technical services provided reprogramming recommendations. Additionally, there was evidence of atrial undersensing and a drop in atrial intrinsic amplitude. Technical services recommended in-clinic measurement of p wave amplitude and review of current sensitivity settings. No adverse patient effects were reported. This product remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing resulting in inappropriate atrial tachy response (atr) episodes. Technical services provided reprogramming recommendations. Additionally, there was evidence of atrial undersensing and a drop in atrial intrinsic amplitude. Technical services recommended in-clinic measurement of p wave amplitude and review of current sensitivity settings. No adverse patient effects were reported. This product remains in service.